Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent unexpected pump resets occurred. Subsequently, the pump's date/time was observed to be incorrect. Customer also alleged the pump was not delivering basal delivery as pump history only showed bolus delivery. Customer's blood glucose (bg) was 500 mg/dl and correction boluses were delivered to address bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous insulin was administered and elevated bg/ dka were resolved. There was no permanent damage. Reportedly, customer was using admelog insulin in the cartridge. Tandem technical support informed customer/contact that the insulin was not labeled for use with the pump. Customer acknowledged the information. Upon follow up, customer was reported to have been released from the hospital on (B)(6) 2019.